Manufacturer narrative:
Update received from the distributor indicated that the device was returned to them, and they were able to confirm the reported fault. The distributor indicated that the device needed a processor board printed circuit assembly (pca) and a power pca. Following the repairs, the device was tested, and full functionality was confirmed. The failed components were discarded and will not be returned for failure investigation; therefore, no component level root cause could be identified. The device is in use at the customer site. The investigation concludes no additional action is required. If additional information or components are received the complaint will be re-opened and supplemental reporting will be completed. H3 other text : device evaluated by distributor.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device would no longer power on. There was reportedly no patient involvement.

Event description:
Philips received a complaint on a heartstart mrx device indicating that the device would no longer power on. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The reported problem was not confirmed. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was made aware of the end of life terms and the device remains at the customer site. No further action is warranted at this time.

Manufacturer narrative:
H3 other text : device is end of life / end of support.